Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of separation no leak. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that the unspecified bd alaris¿ infusion set tubing snapped at the trifuse and remained inside it during use. The following information was provided by the initial reporter: "below I have notes of a similar occurrence of tubing breaking, this time at a trifuse. This occurred on (B)(6). Pt IV fluids reordered at different dose. Rn strung new IV fluids with alaris tubing for dextrose fluids and attempted to remove old line. After unsuccessful attempt, second rn attempted at bedside without success. 3rd rn attempted to remove with rubber tipped clamps and male end of tubing snapped and remained inside tri-fuse. Charge nurse called to bedside to help restring fluids running in trifuse at time (fentanyl, d12.5 and dopamine). Dopamine had been held by provider and was not current infusing at this time but was strung inline and clamped at trifuse. New trifuse was placed off the quad-fuse of PICC and fluids were resumed within 30 mins. Pt glucose checked and wnl."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd alaris¿ infusion set tubing snapped at the trifuse and remained inside it during use. The following information was provided by the initial reporter: "below I have notes of a similar occurrence of tubing breaking, this time at a trifuse. This occurred 12/26. Pt IV fluids reordered at different dose. Rn strung new IV fluids with alaris tubing for dextrose fluids and attempted to remove old line. After unsuccessful attempt, second rn attempted at bedside without success. 3rd rn attempted to remove with rubber tipped clamps and male end of tubing snapped and remained inside tri-fuse. Charge nurse called to bedside to help restring fluids running in trifuse at time (fentanyl, d12.5 and dopamine). Dopamine had been held by provider and was not current infusing at this time but was strung inline and clamped at trifuse. New trifuse was placed off the quad-fuse of PICC and fluids were resumed within 30 mins. Pt glucose checked and wnl."